Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -06.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5-the reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -5.50/2.0/127 (sphere/cylinder/axis) was implanted into the patients right eye (od) (B)(6) 2022. Lens repositioned and this did not resolve the problem. On (B)(6) 2022 the lens was removed and on the same day different surgery, a replacement lens of longer length lens was implanted due to "original icl oversized not rotationally stable." The replacement lens resolved the problem. Cause reported as user error. Claim# (B)(4).

Manufacturer narrative:
D4: expiration date: 31-jan-2024 should be added to the initial MDR. Claim#: (B)(4).